Event description:
In 2003 an incorrect size articular surface was implanted. The error was discovered later the same day and revision surgery was performed to remove the incorrect size articular surface and implant the correct size articular surface and implant the correct size articular surface.